Event description:
Pt reported that the device's basal rate programming switched from the a profile pt's normal basal insulin programming), to the b profile (which is currently set to 0.0 u/hr), without being programmed to do so. Pt indicated that, as a result, pt's blood glucose was elevated (~400 mg/dl). Pt self-treated by switching to their back-up device.